Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during fill tubing, consistent with an occlusion-related supply change issue, which led the caregiver to transition the patient to backup subcutaneous insulin therapy and subsequently complete a successful supply change after rewinding, a dry run to 120 units, and reloading with new supplies including a 23 in 6 mm infusion set. Symptoms included hyperglycemia with readings above 300 mg/dl without reported ketones, loss of consciousness, dizziness, or dka. Outcomes included temporary interruption of automated therapy and use of backup therapy without hospitalization or professional medical intervention. Investigation included customer care troubleshooting, device reset and rewind, simulated prime without supplies, and successful priming with new consumables. Investigation of this case revealed a transient occlusion or flow obstruction during the fill tubing process that resolved after the chamber rewind, dry run, and replacement of infusion components, consistent with an occlusion during infusion or priming. It was concluded, based on previously established findings for similar reports, that the cause was a temporary blockage related to the infusion supplies or setup. The problem was resolved after replacing the supplies, and the user continued using the same ilet device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.